Manufacturer narrative:
No a17 alarm noted. Unit passed the self test. A21 after battery change due to c13 on ib voltage leak (cooper cap). Unit had cracked display window corner.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was alarming. The blood glucose reading was not known. No further information was provided.